Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated they were on a treadmill for 15 minutes and their blood glucose did not go down. Pump auto mode was active at the time of the incident. No harm requiring medical intervention was reported. Troubleshooting was not as the customer declined. The insulin pump will not be returned for analysis.